Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per sjm rep, the lead demonstrated noise and an impedance of >3000 ohms. Patient received an inappropriate shock.